Event description:
A report was received that the patient's ipg was explanted and replaced. The patient has had charging issues in the past, and the physician believed that the ipg was malfunctioning. The physician also observed blood in the ipg header. The patient is reportedly doing well.